Manufacturer narrative:
(B) (4). Moog cannot confirm the basis of this complaint. Significant time has passed between the event and the allegation of a product defect. No product is available for investigation. Moog believes that its products do not lead to narrowing of the joint space and/or chondrolysis when used according to the product's labeling and directions for use.

Event description:
Maude event report (B) (4) was received by (B) (4) medical. Description in maude event report: use of postoperative pain pump destroyed shoulder cartilage.